Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h11: investigation results: the returned trapezoid rx device was received for analysis. It showed no visible damage upon inspection. The handle was actuated, and the basket functioned without any observable issues. Based on the available information and product analysis, no evidence was found to support the alleged issues. Additionally, the reported event occurred during the procedure, but there is no objective evidence or descriptive conditions to confirm the claim. Therefore, after reviewing and analyzing all available information, the most probable cause is determined to be no problem detected.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an acute cholangitis procedure on (B)(6) 2025. During preparation, tip of the basket was split. The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an acute cholangitis procedure on (B)(6) 2025. During preparation, the tip of the basket was split. The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.